Event description:
It was reported that the customer was hospitalized due to high blood glucose of 550mg/dl. It was stated that the customer was treated with an insulin drip, and released the next day. It was stated that the customer was vomiting and had ketones in her urine before being admitted. It was requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.